Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient reported the patient was diagnosed with peritonitis during follow up for a patient reported fluid leak (please see MFR 8030665-2022-00765). Per the pdrn, the patient began experiencing symptoms of (B)(6) 2022 experiencing symptoms of abdominal pain and cloudy effluent. Upon follow up, the pdrn stated the patient presented to the clinic on (B)(6) 2022 and a pd culture was obtained. The pd culture generated muti organism growth including the bacteria lactococcus, klebsiella, pseudomonas, gram negative bacilli. He pd culture generated muti organism growth including the bacteria lactococcus, klebsiella, pseudomonas, gram negative bacilli. The patient was initiated on antibiotic therapy with vancomycin 2 grams and cefepime 2 grams intra-peritoneal (ip) on an outpatient basis. The pdrn additionally reported (B)(6) 2022 the pd culture revealed growth of yeast and the patient was then referred to the hospital and admitted. The patient underwent removal of a non fresenius pd catheter on an unknown date. The nurse stated the pd catheter had extensive fibrin formation which caused complications as patient could not be treated with heparin due an allergy and the pd catheter stopped working altogether. The nurse stated the patient is allergic to heparin and was not able to mitigate extensive fibrin formation. The nurse stated the exact cause was unknown. The patient recovered and was discharged from the hospital. The nurse stated the patient will likely transition to hemodialysis. The pdrn reported the exact cause of muti-organism peritonitis was unknown. It was stated the patient never experienced a peritonitis infection prior to the fluid leak. Therefore, the nurse stated the peritonitis may have been associated with this event.

Manufacturer narrative:
Corrected information: b3.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient reported the patient was diagnosed with peritonitis during follow up for a patient reported fluid leak (please see MFR 8030665-2022-00765). Per the pdrn, the patient began experiencing symptoms of (B)(6) 2022, experiencing symptoms of abdominal pain and cloudy effluent. Upon follow up, the pdrn stated the patient presented to the clinic on (B)(6) 2022 and a pd culture was obtained. The pd culture generated muti organism growth including the bacteria lactococcus, klebsiella, pseudomonas, gram negative bacilli. He pd culture generated muti organism growth including the bacteria lactococcus, klebsiella, pseudomonas, gram negative bacilli. The patient was initiated on antibiotic therapy with vancomycin 2 grams and cefepime 2 grams intra-peritoneal (ip) on an outpatient basis. The pdrn additionally reported 2022-07-01, the pd culture revealed growth of yeast and the patient was then referred to the hospital and admitted. The patient underwent removal of a non fresenius pd catheter on an unknown date. The nurse stated the pd catheter had extensive fibrin formation which caused complications as patient could not be treated with heparin due an allergy and the pd catheter stopped working altogether. The nurse stated the patient is allergic to heparin and was not able to mitigate extensive fibrin formation. The nurse stated the exact cause was unknown. The patient recovered and was discharged from the hospital. The nurse stated the patient will likely transition to hemodialysis. The pdrn reported the exact cause of muti-organism peritonitis was unknown. It was stated the patient never experienced a peritonitis infection prior to the fluid leak. Therefore, the nurse stated the peritonitis may have been associated with this event.